Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (26 mg/ml at 11 mg/day), fentanyl (7076 mcg/ml at 33064 mcg/day), and baclofen (300 mcg/ml at 127 mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. The patient had a history of chronic back pain. It was reported that the patient was scheduled for a routine end of life (eol) pump replacement on (B)(6) 2017. When the pocket was opened, the connector tubing was cut in half. The hcp chose to replace the whole catheter on the same date, as it would not aspirate anyway. No environmental, external, or patient factors were reported to have caused this issue. The drug in the pump was diluted down and started at 2 mg/day, as the hcp was unsure when the catheter was cut. The patient was keep in the hospital overnight. The issue was said to be resolved. No symptoms were reported; the patient was reported as "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that there was an attempt to aspirate the catheter from the spinal segment and at this point it was found that the catheter could not be aspirated.